Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had suspected driveline damage and short-to-shield on (B)(6) 2021. The patient reportedly had multiple low speed alarms and likely pump stops. The log file review captured two pump stops and 50 low speed advisories between (B)(6). These issues appeared to be occurring on both power module and on batteries. The patient was taken to the operating room for a device exchange on (B)(6) 2021. The log also captured driveline faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed, pump stoppage, and driveline fault events. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from 03may2021 through 12may2021. The file captured driveline fault alarms throughout the duration of the file. It was noted that starting on 08may2021, the pump struggled to maintain the set speed. Multiple intermittent low speed events were observed until the end of the file. One of the low speed events progressed into a pump stoppage event on 09may2021. The low speed and pump stoppage events were associated with low speed and low flow hazard alarms. These events occurred while the patient was supported by both the power module and battery power. The account later communicated that the low speed advisories, pump stops, and driveline faults resolved following the pump exchange. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2017. No further information was provided. The manufacturer is closing the file on this event.